Event description:
It was reported that the ventilator had an error code indicating the blower temperature high. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and found that the cooling fan was running and the air inlet was dirty. The customer was advised to replace the air inlet filter and run the unit for forty-eight (48) hours and attempt to reproduce the problem. Upon a follow up with technical support the customer stated that after running the v60 for five (5) days, the blower temperature high error code was not duplicated. The customer is reporting they are not replacing the v60 blower assembly. Customer has advised to close the case and will call back if they have any additional questions.